Manufacturer narrative:
Reported event: an event regarding an offset discrepancy, involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: -device history review: a review of the DHR associated with rio 049 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding offset discrepancy. There were (B)(4) other reported events ((B)(4)). Conclusion: the session data for the case was reviewed. An analysis of the accuracy checks, depth of impaction values, and captured landmarks was completed. The system passed all the accuracy checks, the cup was impacted and captured properly. The proximal and distal landmarks were properly captured pre-operatively and post-operatively with consistent locations. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After first landmarks were taken. Leg length matched planned but the offset stated it was 8mm decreased. The presurgery plan was to be increased by 1 mm, indicating a difference of 9mm. The post operative x-ray appeared to look like the pre-operative plan as stated by (B)(6). The outcome of the surgery was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After first landmarks were taken. Leg length matched planned but the offset stated it was 8mm decreased. The presurgery plan was to be increased by 1 mm, indicating a difference of 9mm. The post operative x-ray appeared to look like the pre-operative plan as stated by mss. The outcome of the surgery was successful.